Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that for the last 20 hours they had been getting no delivery alarms on the insulin pump. They had gone through 4 infusion sets and reservoirs. The customer's blood glucose level was 228 mg/dl. Troubleshooting was performed. It was noted that there may have been a possible site related issue or site and set occlusion. The product will be returned for analysis.